Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/24/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that nine sealed boxes (12 ea) and thirty-two unopened samples of product code w9962 were received for evaluation. Visual inspection of thirty-two unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were all the three sutures used on the same patient in the same single procedure? Response: 2 sutures from same batch used on 1 patient, another suture from same batch used on another patient. It's for the same procedure, same lot number. A separate pc will be created to capture the 2nd patient. What tissue was being approximated or sutured when it broke? Response: doctors were repairing the episiotomy wound (at perineum, vaginal wall/muscle) when it broke. What was used to complete the procedure? Response: another batch of vicryl 2-0 (qlbbxgc0) was used to complete the procedure. Did the patient experience any adverse consequences due to this issue? Response: no issues raised from patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified events reported via: mwr-25032021-0000924720 and mwr-25032021-0000924721.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.